Manufacturer narrative:
The insulin pump was received with intermittent up button response due to flattened and creased act and up buttons dome switch. No moisture damage on the electronic assembly during our visual inspection. No unexpected numbers ramping or scrolling during testing. The insulin pump has normal operating currents and no unexpected off no power, weak battery, battery out limit, low battery or failed battery test alarms noted. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone, the insulin pump stopped working. Customer was going to set the device on vibrate and the device froze. The act button wouldn't work. She took the battery out and the device alarmed battery out limit. Customer's blood glucose was unknown. During call the insulin pump started to work but it kept scrolling on its own, it wasn't responding properly and was able to clear the alarm. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis. Customer declined to troubleshoot for the battery out limit alarm.